Event description:
In 2009 - patient had bard ventrio mesh implanted. Five months later - due to an infection, the patient had the ventrio mesh explanted. Per the operative note: "the patient had actually two pieces of mesh; one placed during an umbilical hernia repair and one subsequently placed during ventral incisional hernia repair. The inferior piece that was overlapped by the larger mesh was ventralex mesh. This was dissected away from the overlaying fascia and completely removed. This allowed me to access into the larger midline patch." On follow-up with the doctor, the doctor stated that both the ventralex and the ventrio were involved in the infectious process.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. Reporter indicated that the sample was discarded, therefore, no sample is available for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2009-00490 for information related to the ventrio mesh implanted in 2009.